Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The sensor was tested in-house, and the review of investigation analysis revealed a loss of chemical performance, which confirmed the complaint in-vitro. The in-vitro data also confirmed the complaint with diminished signal throughout the insertion period. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to oxidation of the chemical component of the sensor. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. H3: device evaluated by manufacturer? Yes. H6: type of investigation updated to 10. H6: investigation findings updated to 174, 3231. H6: investigation conclusions updated to 4307.